Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient got assisted by emergency medical services (ems) on (B)(6) 2025 due to hypoglycemia. The blood glucose level was 42 mg/dl at the time of event and the patient got treated with glucose via intravenous (IV) and patient had snack and gummy bears apple juice. The length of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.